Manufacturer narrative:
The insulin pump was received with cracked case on this display window corner, minor scratches on lcd window, cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads. No moisture damage on keypad traces, electronic assembly or motor assembly noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is moisture under the lcd screen. It was also reported that there is a crack in the casing. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.